Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the md peeled off the tape that holds the retaining sleeve in the tray. The md took the balloon with the retaining sleeve on it out of the tray. After aspirating the intra-aortic balloon (iab) the md removed the balloon from the retaining sleeve. After removing the iab from the sleeve the balloon was slightly unwrapped. The super arrow-flex (saf) sheath was inserted into the pt's right femoral artery. The md inserted the catheter into the saf sheath, but encountered difficulty. As a result, the md removed the catheter and inserted a different iab (zeon, 35cc) into the saf sheath. Because the hosp had similar unwrapping balloon cases, the md tried to remove the balloon while keeping it unwrapped as much as possible. There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if therapy was delayed /interrupted. There were no reported pt complications. The pt outcome is good.